Event description:
The issue reported was that the information that was interfaced between mosaiq and epic (3rd party product) via esi was causing confusion for the epic users.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H6 updated h10 updated the investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue reported was that the information that was interfaced between mosaiq and epic (3rd party product) via esi was causing confusion for the epic users. It was ascertained that the customer is attempting to use the system in a way that is not intended. The customer is attempting to make decisions using information presented outside of mosaiq. Mosaiq is working as designed and intended and the treatment was delivered as directed.